Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of damage and deformation to the body segments of the device. The outer cage and inner channel components appeared to be entangled with one another. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was not able to be successfully passed through a 0.0195-inch inner diameter (ID) tube. It was reported that during surgery, ¿when physician used the stent for thrombectomy, after the first thrombectomy, the stent and microcatheter were withdrawn from the patient. It was found that there was no thrombus in the thrombectomy stent, the mesh of the stent body of the stent was knotted and could not be retracted to the sheath. The returned device shows evidence of damage and deformation. Therefore, the complaint event can be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the inner channel and outer cage components to become entangled. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (23g178av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 15-nov-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (23g178av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure using a 5mm x 33mm embotrap ii revascularization device (et007533 / 23g178av), after the first pass, the physician withdrew the embotrap and the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown), no thrombus was retrieved in the stent. The mesh of the cage assembly was observed knotted and could not be retracted back into the sheath. The thrombus was still occluding the vessel, physician replaced the embotrap ii device with a new device and completed the procedure using the same microcatheter; the vessel was successfully recanalized and the procedure was completed. There was no report of any negative patient impact. On 20-oct-2024, additional information was received. Per the information, the target occlusion was in the middle cerebral artery (mca). There was excessive vessel tortuosity and acute bends in the target vessel. The replacement stent was another 5mm x 33mm embotrap ii (et007533). The information confirmed that the vessel was recanalized and the procedure was successfully completed. There was no negative patient impact and no delay in the procedure from the reported issue.